Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 06/16/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 06/03/2015 with the following findings: during investigation, a visual inspection of the pump revealed multiple cracks in the battery compartment. Unrelated to the complaint, evaluation revealed a dim, discolored display screen. During evaluation, the keypad was found to be intact. Unrelated to the complaint, all of the keypad buttons were found to be intermittently unresponsive to button presses. The keypad was removed and there was evidence of contamination found under all of the button contacts.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. It was reported that the battery compartment was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.